Event description:
The service repair tech (srt) reported that during routine testing of the device at the subsidiary service center, there was an abnormal display with the liquid crystal display (lcd) of the roller pump. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded. Unit was replacement because there was a surgery on the next day. Per the subsidiary's mfg engineering center (mec), this reported issue could not be duplicated.